Event description:
Caller reported that tandem charging supplies began burning and melting. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, and the supplies were scheduled for return and replacement.